Event description:
Additional information received reported that the patient was having more difficulty getting to the restroom in time. It was unknown if the patient had not used therapy and/or the patient programmer (pp) "since retired." It was noted that the patient had complete knee replacement recently and was in rehab. Patient outcome was not provided. If additional information is received, it will be included in a supplemental report.

Event description:
It was reported the patient was not using stimulation "right," as it no longer worked. The exact reason was unknown. It was unknown how long it had not been working. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v187043, implanted: (B)(6) 2008, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).